Event description:
Customer alleges he cannot recall which part, however, a part was broke, which allegedly made the chair circle to the left. Further in-house investigation: motors locked up. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp, serial number/date code and age are unknown. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; a part that is unknown to the customer broke on the chair. The chair would move to the left in a circle only. He contacted the dealer for repair of the chair. The customer was told that it would take 1 month for the repairs. That time frame was not satisfactory to the customer. He returned the chair to the dealer. The motor lock up is a potential to strand the user in an unsafe environment and potential for injury.